Manufacturer narrative:
Product event summary: at analysis it was noted that the hanger assembly and output connector assembly were broken and that the red display wire was pinched and the wire insulation exposed. No battery was returned with the device. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator that was returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.